Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination showed the helix was stretched consistent with procedural damage which contributed to the event reported in the field.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead got distorted. The patient was stable throughout the procedure.